Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to mention that the associated multi-function cable and electrode pads were not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to recognize pads/paddles. Complainant indicated that there was no patient involvement in the reported malfunction.